Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned sample did not meet specification as received. External inspection found scratches on the cover. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The investigation revealed open coils at l1-l6 and l8 and l9. An additional failure was found during the investigation. The fans were found to be noisy. The investigation isolated the failure to the chassis fans. An eco has been released to address the failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device functions were not working as designed. Surgeons stated that tissue was not fusing properly. Upon further inspection, we found that the system suffered from the following error: (e 276 abp_sensor h 9.5 l146). They attempted to calibrate the device without success. Upon physical inspection, we found component failures on the rf(radio frequency) board. They used another unit to complete the procedure. There was no patient injury.